Event description:
The customer reported that the system displayed a communication error message that locked up the system. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system was replaced and the system software was reloaded. The system was then found to be operating as intended.